Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed insulin flow blocked multiple times. The customer's blood glucose was in the 30s mmol/l at the time of the incident. Customer declined troubleshooting for high blood glucose and has not treated. The customer stated the alarm occurred during fill tubing. Customer went ahead and changed the reservoir and the infusion set and that resolved the issue. Customer's blood glucose was 9.9 mmol/l at the time the of call. The reservoir will not be returned for analysis.